Event description:
It was reported that during a photo selective vaporization of the prostate procedure, the fiber mirror broke. The fiber was replaced and a second fiber was utilized to complete the procedure without consequences to the patient.

Manufacturer narrative:
Investigation summary: with the available information bsc concluded that the reported fiber cap/tip break was confirmed as analysis identified the glass cap was detached and not returned. It is probable that the circumferential fracture and glue failure occurred due to elevated temperatures, near the laser beam output window. Analysis found that the metal cap exhibited severe debris adhesion on its surface. The increase in temperature can be caused by tissue adhesion from constant and heavy tissue contact and/or a decrease in the saline cooling flow. Continuously elevated temperatures can lead to fiber damage, including glass cap detachment. According to the instructions for use, failure to position the saline solution at least 106 cm or not opening the flow valve will decrease the amount of fluid across the fiber end. Decreased fluid flow may limit the lasing time of the fiber. Device history record (DHR) review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified the glass cap was detached and not returned. The metal cap exhibited severe debris adhesion on its surface. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted showed there were no signs of breakage identified along the length of the fiber. The connector cone, segments, and tabs appear in good condition and are secured. The control knob is attached and aligned with the fiber and can rotate the fiber. Labeling review: the device instructions for use (IFU) was reviewed. The IFU state: caution: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). Failure to position the saline solution at least 106 cm or not opening the flow valve will decrease the amount of fluid across the fiber end. Decreased fluid flow may limit the lasing time of the fiber. Investigation conclusion: based on the observed glass cap detachment a conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The glass cap detachment likely occurred due to the high temperatures near the laser beam output window. The manufacturer previously completed testing that confirmed that the fiber met all design specifications and performed as intended when the fiber is used per the instruction for use (IFU) and the user maintains a 2mm working distance between the tissue and the fiber tip during use. Further analysis noted that when there is tissue adhesion through constant and heavy tissue contact, this can lead to continuously elevated temperature at the fiber tip near the laser beam output window. These factors were identified as a major cause of the noted glass cap detachment. The manufacturer was only able to replicate the observed defect when the fiber tip was buried in tissue or there was tissue adhesion on the fiber tip from constant and heavy tissue contact which is in contrast with the operating instructions, thus further supporting this observation was induced by thermal instability from tissue contact / adhesion. As a result of this further investigation, an update has been made to the IFU to include a recommendation to increase irrigation flow by means of a pressurized saline bag to further increase the liquid cooling effect and potentially reduce the observation previously mentioned in addition to following the existing operating instructions to maintain a 2mm working distance. The interaction between the user and device caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber mirror broke after 156 joules with 45 seconds of fiber use. It was noted that the tip of the fiber was cleaned during the procedure. The fiber was replaced and a second fiber was utilized to complete the procedure without consequences to the patient.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber mirror broke after 156 joules with 45 seconds of fiber use. It was noted that the tip of the fiber was cleaned during the procedure. The fiber was replaced and a second fiber was utilized to complete the procedure without consequences to the patient.